Event description:
My aunt had a medtronic synergy device (phyp-dbs), deep brain stimulation targeting the posterior hypothalamus (phyp-dbs) at the (B)(6) for essential dyskinesia. One day after the surgery she was sent home and start having hemiparesis, uncontrol of sphincter, apathy. The neurosurgeon was dra. (B)(6), trained in (B)(6). Read at the FDA that the boston scientific vercise dbs system, or any of its components, is contraindicated for: diathermy. Shortwave, microwave, and/or therapeutic ultrasound diathermy. The energy generated by diathermy can be transferred to the vercise dbs system, causing tissue damage at the contact site resulting in severe patient injury or death. Electroconvulsive therapy (ect) and transcranial magnetic stimulation (tms) the safety of these therapies in patients implanted with the vercise dbs system has not been established. It is possible that the energy generated by these therapies can be transferred to the vercise dbs system, causing tissue damage that may result in severe patient injury or death. Is the medtronic synergy device (phyp-dbs), also contraindicated in patients with these conditions? Where can I get the data please. The family didn't want to remove of the device after her death. It has been extremely painful. I am her niece. Have not been provided properly to the relatives. I contacted medtronics asking the same questions. Not know at the moment. Can get if in some weeks because the funeral is in the morning.